Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 309628, batch no.: 9036985. It was reported that during use of the bd luer-lok¿ disposable syringe that there was a crack on the hub of the needle causing medication to leak out. The following information was provided by the initial reporter: there was a crack on the hub of the needle, causing leakage of medication during the injection process.

Manufacturer narrative:
H.6. The complaint was opened in error and there was no complaint on the syringe.the reason for the canceling of the complaint is that additional information received that the syringe was not defective. The complaint should not have been opened.

Event description:
Material no.: 309628 batch no.: 9036985. It was reported that during use of the bd luer-lok¿ disposable syringe that there was a crack on the hub of the needle causing medication to leak out. The following information was provided by the initial reporter: there was a crack on the hub of the needle, causing leakage of medication during the injection process.